Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed an alert for atrial intrinsic amplitude being out of range, specifically measuring below 0.5 mv (millivolts). Review of presenting electrogram (egm) showed occasional oversensing of premature ventricular contractions (pvc's) on the atrial channel. This device remains in service and no adverse patient effects were reported.